Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to obtain the following additional information and to retrieve the device: were there any patient consequences? To date, the device has not been returned and no additional information has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, when the surgeon fired a clip, scissored clips were formed. Patient consequence was not reported. No additional information is available at this time.

Manufacturer narrative:
Pc-(B)(4). Date sent: 4/1/2020 d4: batch #t92u1r. Investigation summary the analysis results of the er420 device found that it was returned with no damage in the external components with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 14 scissored clips. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use, ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.